Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon on two short ports inflated asymmetrically. The pa proceeded to use the second unit. However during harvesting for the vein, the tunnel collapsed. The procedure was completed with an open leg technique. No add'l pt info was reported.